Manufacturer narrative:
Pump will not be returned per explanting physician because it will be used for training purposes. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient presented with abdominal discomfort and a foul odor from his driveline exit site. The patient was admitted to the hospital on the (B)(6) 2014 went to or for a cleanout and a woundvac. Cultures returned positive for staph. A pump exchange was performed on the (B)(6) 2014. The device was not returned to the manufacturer for evaluation. Infection is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). With review of the available information, a relationship between the device and reported event cannot be determined. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The pump was not returned for evaluation, therefore testing could not be performed. The reported event could not be confirmed via log files as they were not available for analysis. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, clinical factors including patient's medical condition and comorbidities, patient factors including driveline exit site management may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue erosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nine months after implant, this patient was admitted to hospital with abdominal discomfort and a malodorous driveline exit site. They underwent surgical exploration with washout, application of a vacuum-assisted closure dressing and ten days later, an hvad® pump exchange. Investigation is ongoing.